Event description:
During the left innominate pharmaco-mechanical thrombectomy of left axillo-subclavian vein as upon removing raabe sheath from left arm introducer site, small piece of sheath tip remained in patient arm. Surgeon stated this would not do harm to patient and chose to leave in place. Per surgeon report to quality chair post event: "I have only had this happen one other time with the tip of a sheath. This tip broke off in the patient¿s cephalic vein in the arm and I think the risk of embolization or further problems is exceedingly low. She has venous phlegmasia and lymphedema of the arm in the setting of a left mediastinal metastatic focus of breast cancer that is encasing the left brachiocephalic vein. The morbidity of making an incision in this arm in order to retrieve the sheath tip from the cephalic vein outweighs any benefit in my opinion."